Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant attempt, the physician could not get the right atrial (ra) lead to move and tried multiple stylets. The physician pulled the ra lead and the stylets were bent in the lead. The helix was somehow deployed during the process and would not retract. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.